Event description:
A malfunction was reported on the pump by the caller. There was no adverse impact to the customer's blood glucose level. Customer support provided the caller with information to reset the pump, which successfully resolved the issue as the malfunction did not recur. The customer was instructed to continue using the pump and to call back if the malfunction reappeared.